Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Evaluation findings (results/components): 2 devices: no device problem found/part/component/sub-assembly term not applicable. Product disposition: 2 devices: serviced and returned to customer. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 2 events for the failure: fluid/blood leak. 2 events had problem identified before clinical use/exposure; there was no patient involvement.